Event description:
It was reported that during a routine check performed by the customer, the battery of the cardiosave intra-aortic balloon pump (iabp) would not charge properly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3, b3, b4, b5, d5, e1(event site email), e2, e3, g3, g4, g7, h2, h6(patient code), h10.

Event description:
It was reported that during a routine check performed by the customer, the battery of the cardiosave intra-aortic balloon pump (iabp) would not charge properly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm determined the battery was not charging in slot 1. The stm reverse the battery positions and the issue persisted. The stm replaced the power management pcb but the issue was unresolved. The backplane to cart cable was replaced but the battery did not charge in either slot. The battery was replaced and both batteries charged in both slots. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge properly. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.